Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The target lesion was located in the heavily calcified left anterior descending (lad) artery. A 2.75x20mm promus element stent was advanced and during deployment the stent fractured. The procedure was completed with this device. No patient complications were reported. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2010. If implanted, give date: (B)(6) 2010. (B)(4).

Event description:
It was further reported that the stent was damaged and did not fracture. The 80% stenosed lesion was located in the non-tortuous lad. The lesion was predilated with a non-bsc balloon and the residual stenosis was 70%. The promus element 2.75x20mm sds crossed the lesion without difficulty and the stent was deployed at 14atms. After deploying the stent, the struts looked bent. The stent was post dilated with a quantum balloon inflated to 20atms. The post dilatation was performed as standard technique during the procedure and was not performed to correct the bent struts.